Manufacturer narrative:
Qn (B)(4). The reported complaint that the "the balloon is in place and cannot be inflated" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "the balloon is in place and cannot be inflated, the inflation is flushing half of it and the other half cannot be filled, making it unusable". Additional information states that another catheter was inserted to continue therapy. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the balloon is in place and cannot be inflated, the inflation is flushing half of it and the other half cannot be filled, making it unusable". Additional information states that another catheter was inserted to continue therapy. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".